Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc., on behalf of the MFR arjo hospital equipment (B)(4).

Event description:
Goes down by itself, actuator malfunction, replaced.